Event description:
It was reported that pump generated cartridge alarm 30 and caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer support confirmed the repeated alarms and arranged for pump replacement. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.